Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned edwards lifesciences for evaluation. Post decontamination, visual inspection revealed the balloon was inverted over the nose cone. Complete separation of the inflation balloon from the crimp balloon proximal to the bond and separation of the inflation balloon from the crimp balloon due to the crimp balloon material failure were also observed. Dimensional analysis was performed on the balloon wall thickness. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by a puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the balloon burst was confirmed, no manufacturing non-conformances were identified. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification, and the bond in this location remained intact. At this time a definite root cause cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2015-02897.

Event description:
During the deployment of a 29mm sapien 3 valve via the transfemoral approach, the commander delivery system connector to the atrion device came loose and contrast fluid was lost, resulting in partial deployment of the valve. Upon removal of the delivery system, the delivery system balloon appeared as if it was "folded over on itself". A new delivery system was used to capture the initial valve and move it into the aortic arch for deployment. A new valve was used to successfully complete the procedure. The patient was transferred in stable condition. The annulus measured 29mm x 24mm by CT. Severe annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. The access vessel minimal luminal diameter measured 6.5mm with area of severe calcification and mild tortuosity reported.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
During the deployment of a 29mm sapien 3 valve via the transfemoral approach, the commander delivery system connector came loose and the contrast fluid was lost, resulting in partial deployment of the valve. Upon removal of the delivery system, the delivery system balloon appeared to be ¿folded over on itself.¿ a new delivery system was used to capture the initial valve and move it into the aortic arch for deployment. A new valve was used to successfully complete the procedure. The patient was transferred in stable condition. The annulus measured 29mm x 24mm by CT. Severe annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. The access vessel minimal luminal diameter measured 6.5mm with area of severe calcification and mild tortuosity reported.